Event description:
During a proximal femur fracture procedure, the reamer head disengaged from the flexible shaft while reaming. The reaming rod with ball tip was not used during the procedure. The surgeon was unable to retrieve the reamer head, and was left in the patient's femur.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.